Manufacturer narrative:
(B)(4).

Event description:
Note: the patient received two leads from the same lot number. It was reported one of the leads was not providing effective stimulation on the patient's left side. The lead was explanted and replaced which provided effective stimulation and resolved the patient's issue.